Event description:
Gloves from select medical products that were supposed to be powder-free contained a lot of powder that flew out of boxes when gloves pulled out. Some powder flew into employee's eye and caused a scatch which also led to infection. Diagnosis or reason for use: gloves-protection. Event abated after use stopped or dose reduced? Yes.